Event description:
It was reported an asymptomatic patient presented in the operating room for a generator changeout unrelated to the lead, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Patient will continue with routine follow-ups.